Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported bleeding, cardiac tamponade, and patient outcome could not be conclusively determined through this evaluation. In addition, the reported low flow alarms could not be confirmed, as no log files were submitted for review. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction", of this document lists bleeding, pericardial fluid collection, and death as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including inr range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Section 1 also provides an explanation of all pump parameters (including flow). Section 4 "system monitor" provides information about the pump flow display and explains that pump flow is estimated based on pump speed and the amount of power being provided to the pump motor. This section also provides information about the low flow hazard alarm condition, states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Heartmate 3 lvas patient handbook is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the full report.

Event description:
It was reported that the patient had developed signs of late tamponade following implantation on (B)(6) 2021. A long-lasting low flow situation was reported by the perfusionist. The patient was transferred to the operating room for a redo. After redo, extra pericardial tumor was described by transesophageal echocardiogram (tee). A computed tomography (CT) scan was scheduled for (B)(6) 2021 for further evaluation of this structure. The patient expired on (B)(6) 2021 due to right ventricular hypertrophy (rvh) and intramural left ventricular (lv) hematoma. A CT scan showed a severe intramural hematoma in the lv. The device operated as intended. No autopsy was performed. The device was not explanted. The device will not be returned for evaluation.